Event description:
The catheter was inserted via left subclavian in a pt with necrotic enterocolytis and sepsis. Vascular access was difficult. After being in place for almost a month, the nurse tried to remove the catheter and felt resistance, and it separated at a point 2cm below the hub. The pt was sent to the cath lab for removal of the piece of catheter. There were no pt complications.